Event description:
It was reported the current control was way off. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex potentiometer nuts were missing and the interconnect flex was out of specification and contaminated. Further analysis was conducted on the interconnect flex and there was an unusual high level of flux residue on all soldered nodes, aside from this observation, no specific defects were identified. The probable cause of this failure was the missing mounting nuts for the potentiometers, this condition would eliminate the ability of a precise setting of the output. It was also noted that the upper case, lower case, and ring cover were broken, and the main printed circuit board (pcb) showed signs of fluid ingress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex potentiometer nuts were missing and the interconnect flex was out of specification and contaminated. It was also noted that the upper case, lower case, and ring cover were broken, and the main printed circuit board (pcb) showed signs of fluid ingress.